Manufacturer narrative:
The long bipolar grasper instrument will not be returned to isi for failure analysis investigation since it was misplaced by the customer; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Device history record (DHR) review-device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, it was alleged that a plastic piece from the long bipolar grasper instrument broke off and fell inside the patient. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur.

Event description:
It was reported that during a vinci-assisted hysterectomy procedure, a plastic piece from the long bipolar grasper instrument broke off and fell inside the patient. The broken piece was retrieved. There was no report of patient harm, adverse outcome or injury. On june 21, 2017, intuitive surgical inc., (isi) obtained the following information from the initial reporter regarding the reported event: during the procedure, the instrument was in use for 10 minutes before the plastic piece broke off and fell inside the patient. The piece was removed using traditional laparoscopic technique. The tips were being opened and closed when the event occurred. No instrument collision occurred during the procedure. There were no post operative test or x-ray performed to locate the plastic piece. The instrument will not be returned for evaluation as the central sterile department misplaced the instrument.